Manufacturer narrative:
Received one (1) used, list # 01c-42640-06, transpac® IV monitoring kit with safeset¿, lot # 3514084 for testing. Testing found a tubing separation in the 27" arterial pressure tubing and the safeset port. The cause of the separation was insufficient solvent bond on the tubing. A device history review (DHR) was completed and no non-conformances were noted.

Event description:
The event involved a transpac IV monitoring kit with safeset reservoir and blood sampling port that the customer reported as plunger tip separation. The device was in use for approximately 1 hour with heparinized saline for blood pressure monitoring. The device was replaced with no further problems encountered. There was no adverse event or delay in critical therapy.

Manufacturer narrative:
Correction to previously submitted report: a review of testing indicated one (1) used partial set 01c-42640-06 transpac® IV monitoring kit with safeset; lot# 3514084 was received. The complaint of the broken plunger tip was confirmed. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause was due to the clips not being fully inserted (engaged) into the mating component during the manufacturing process. There was also a separation between the male luer tip of the safeset reservoir and female luer, which is a uv bonded connection. It appears that enough uv adhesive was applied at the bond and the bond was separated due to excessive twisting force.